Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature titled, left atrial pressure is associated with iatrogenic atrial septal defect after mitral valve clip.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported through a research article that within 12 months, 3 patients returned to the hospital with recurrent mitral regurgitation and underwent mitral valve replacement surgery. Details are listed in the article, titled ¿left atrial pressure is associated with iatrogenic atrial septal defect after mitral valve clip.¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed, as the part and lot information regarding the complaint device was not provided. Based on the available information, the reported recurrent mitral regurgitation (mr) appears to have been a result of procedural conditions. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical procedure and hospitalization were results of case-specific circumstances. As the patients were re-hospitalized and underwent mitral valve repair surgery for treatment of the recurrent mr. There is no indication, of a product quality issue with respect to manufacture, design or labeling.